Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customers blood glucose was 143 mg/dl. Reportedly, the customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed.